Event description:
It was reported that during rotator cuff repair procedure, when inserting the anchor into the bone on the humeral head, the anchors were bent and broke. They were not under any extreme angles that would have put any additional pressure on the anchor which would have caused it to break. It was noticed that one anchor had the small pin driver piece at the distal end of the shaft completely broke off, and another one bent. A back up from a different lot number were used to complete the procedure and 25 minutes delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6. The reported 4.5 footprint ultra pk suture anchor assemblies (2), used in treatment, have been returned for evaluation. Anchors were not returned for examination. Visual assessment of sample (a) showed the distal end of the inner shaft has been broken off, broken portion was not returned, the break area is also bent. Visual assessment of sample (b) showed the inner shaft is bent and twisted. The condition of the inserters are consistent with excessive force and off axis insertion. Per the device instructions for use: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. The instruction for use also outlines additional precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.